Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient experienced pain at the ipg site due to patient losing weight. As such, surgical intervention was undertaken on (B)(6) 2025, wherein the battery was moved to a new location and therapy was restored.

Manufacturer narrative:
B3: date of event is estimated.